Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed the option of bringing the patient in for evaluation or increasing the alert value in the remote monitoring system. At this time the rv lead and ICD remain in service and no adverse patient effects have been reported.